Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, a stent was deployed, but did not fully expaned due to severe calcification of the lesion. This balloon catheter was then used to post-dilate, and the balloon catheter ruptured at 20 atm contrary to instructions for use. A perforation of the coronary was noticed behind the stented area. The perforation was treated with a perfusion balloon. The pt eventually required surgery.